Event description:
It was reported that during delivering the stent into the vertebral artery (va) aneurysm the catheter proximal part at the strain relief became detached. The physician used a clamp to move the microcatheter over the stabilizer to release the stent. The stent was successfully deployed. The aneurysm embolization procedure was completed. There were no consequences to the patient. The patient was reported to be in a stable condition.

Manufacturer narrative:
Additional information regarding the event was requested, and the following was determined: the system was visually inspected for damage before use and no anomalities were noted. The system was flushed with saline solution prior to use and continuous flushing was maintained during the procedure. The rotating hemostasis valve (rhv) was adjusted during the procedure per the directions for use. The patient's anatomy was reported to be moderate tortuous. There was small friction/resistance in the system during the procedure.